Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced high blood glucose event on (B)(6) 2024. The patient went to emergency room and was subsequently hospitalized on (B)(6) 2024 for high blood glucose. The patient was admitted to the intensive care unit. The blood glucose level at the time of event was 575 mg/dl and the patient attempted to resolve it with bolus via the pump. The patient was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2024. Health care professional suspected that the cause of the high blood glucose was bent/kinked cannula. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.